Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of an unspecified quantity of clearlink system continu-flo solution sets leaked. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the tubing was observed cut or damaged. The reported condition was verified. However, due to the nature of the provided sample no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause was due to an incorrect tubing placement as part of the coiling operation, leading the packaging machine to cut the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.